Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that they woke up that morning and could not use the ..... Where they inserted the machine, that it was all ¿charlie horsed up¿ and that she was in pain. The patient stated that the charlie horse pain was at the incision. The patient noted that the implant was upper right. The patient confirmed that the therapy was on, program 4 at 0.3. The patient stated that the implant was done that past wednesday and that yesterday was normal, she felt better, so she was even running at times. The patient noted that her post op instructions were to go home and lay down on the first day, then to resume normal activity on the second day. She was also told to lay on the opposite side. On the call, the patient wanted to turn stim all the way off and confirmed after turning stim off, that she did not feel the charlie horse pain. The patient wondered if it was because her device was too high, because after turning stim off, she felt better. The patient also wondered if she pushed herself too soon. The patient stated that she will call her healthcare provider (hcp) and that she has a follow-up appointment the next week. The patient reported that last night, she had a cough and every time urinated. The patient stated that the patient programmer (pp) keeps beeping at her. Patient services reviewed that the pp beeping was a normal pp function, and that when it looses connection, it will beep. Additional information was received on june 12th. Patient services, upon further review added the following statement. When patient services asked if it was charley horsed because the stimulation was too high, the patient stated that the nurse thought it was, however, the patient did not know what was going on. No further complications were anticipated/reported.